Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: acquired deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implants experienced right sided rupture post procedure and bilateral acquired deformities with ptosis post procedure. As a result, mastopexy, capsulorrhaphy, and replacement with allergan implants was performed on (B)(6) 2021. The right sided rupture was reported initially on under 1645337-2021-12580 on (B)(6) 2021. On november 23, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: acquired deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implants experienced right sided rupture post procedure and bilateral acquired deformities with ptosis post procedure. As a result, mastopexy, capsulorrhaphy, and replacement with allergan implants was performed on (B)(6) 2021. The right sided rupture was reported initially on under 1645337-2021-12580 on (B)(6) 2021. On november 23, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.